Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1), bard/davol perfix plug (device #3) and bard/davol ventralex (device #4). Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, (B)(6) 2009, or (B)(6) 2016, the patient underwent surgery for implant of unspecified bard/davol products, including a 3dmax mesh (device #1), bard mesh (device #2), perfix plug (device #3), and a ventralex hernia patch (device #4). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh (device #1), bard mesh (device #2), perfix plug (device #3), and the ventralex hernia patch (device #4). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.